Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market 252 units of this code-batch. There are no units in our stock. We have received 28 closed samples for analysis. To evaluate the conformity of these units, we performed the following tests: the thread diameter result conducted on the closed samples analysed is 0.095 mm in average and fulfils the european pharmacopoeia (ep) requirements for this size and thread: 0.070 mm<xave<0.099 mm. The needle wire size of the tested samples received is 0.30 mm, according to the design of this product. Therefore, the needle-thread ratio is the correct and the usual one for this article-code. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. As stated in the side effects of the instructions for use of the product, the following side effects may be associated with the use of this product: transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, granulation, stitch sinus, pain, palpable and/or irritating knot, haemorrhage, impaired cosmetic result, burst abdomen, incisional hernia. Reviewed the complaint history record, no previous complaints regarding a similar issue have been received for optilene suture in the last 5 years. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that bleeding occurred from puncture channels. The customer has tested the optilene 6/0 sutures (two) during an uncritical bypass operation (p3 bypass on the leg) in cases of calcification of the popliteal artery. The tissue sutures was arteria poplitea. 2 knots were made and 2 continuous sutures. He observed unusually heavy bleeding from the puncture channels. This required additional sutures, which we applied using sutures of other manufacturer. Additionally, a very expensive haemostatic had to be used. As a rule, hospital operate on all patients under asa and heparin, and generally do not encounter problems. In this case, however, 6 ampoules of desmopressin (coagulation therapy) were also necessary to release von willebrand factor. The patient needed a transfusion. She survived. Additional costs compared to standard procedure and sutures.